Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that poor quality image was due to faulty cable. The event can be prevented by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the camera head had poor image quality during preparation for use in an unspecified event. The procedure was completed using a similar device. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a faulty cable. Additionally, the device evaluation found a smashed connector tip and the coupler was damaged/made a grinding noise. Additional details relating to the patient and the event have been requested, but no response has been received at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.